Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer disconnected from the tubing, administered a bolus with the pump, reloaded the same cartridge, and resumed insulin delivery; however, the occlusion recurred. Ultimately, the pump was replaced and the customer continued to use the pump for insulin therapy.